Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow up report will be provided upon completion of the investigation.

Event description:
Event date unknown. Procedure performed: laparoscopic bilateral salphing-oopherectomy. Event description: mhra user report: surgeon used the item to assist in specimen retrieval in a laparoscopic case. Upon attempt to pull the retrieval system bag, the surgeon had difficulty so they used other instruments to help remove the bag and the specimen. Once the bag was out, it was inspected and noted a rip part and a hole on it and have noticed a small par of the bag was missing. Surgeon inspected the bag three times and looked for the missing piece inside the abdominal cavity, ports, specimen and suction. Additional information received from applied medical representative via email on (B)(6) 2026: no patient injury. It was resolved by taking the retrieval bag was out, search for the missing piece and done loads of peritoneal wash. No spillage out of the damage to the bag. Yes, the bag did break in tiny piece. Not sure if the fragments were retrieved from the patient. The bag burst during specimen removal. The port size was not enlarged, been retrieve on the 5mm port with 5mm retrieval bag specimen fits within in the bag. Type of intervention: retrieval bag was taken out, search for the missing piece and done loads of peritoneal wash. Patient status: no patient injury reported.